Event description:
It was reported via facility medwatch report (B)(4) that guidewire distal tip detachment occurred. The patient was being treated for angiogram in right lower extremity. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during procedure, the tip of an angiogram wire detached in patient's lower leg artery. Another 300 pt es (5pk) choice wire was selected for use; however, the tip of wire also detached in patient's lower leg artery. A microcatheter gooseneck was advance to snare down the anterior tibial artery but could not get it passed the proximal portion of the artery due to the high degree of calcification. In addition, the v-18 wire was distally advance into the anterior tibial artery was able to get the tip of this wire to coil up and was pulled back through the detached choice wire and capture it back to the sheath above the knee popliteal artery. A micro catheter gooseneck snare was used into the sheath and was able to retrieve the distal tip of the choice pt wire. Both devices were retrieved and removed. A significant calcification in the artery may have contributed to the event. No patient complications were reported, and the patient was in stable condition. It was further reported that a 014 choice pt wire down the bernstein catheter into the anterior tibial artery then bernstein catheter was removed and advanced a 014 cxi catheter over the choice pt wire. Afterwards, an attempt was made to cross the occluded segment of distal anterior tibial artery using the 014 choice pt wire which causes the distal tip of the wire broke off. Furthermore, while trying to remove and retrieved the device, the distal tip of the av 18 wire dislodged and migrated into the tibioperoneal trunk. A microcloverleaf snare was used to successfully retrieve the device. A scanned was performed on the patient under fluoroscopy and confirmed that no residual wire tip left behind.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was observed kinked. Distal tip was observed detached.

Event description:
It was reported via facility medwatch report mw5114593 that guidewire distal tip detachment occurred. The patient was being treated for angiogram in right lower extremity. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during procedure, the tip of an angiogram wire detached in patient's lower leg artery. Another 300 pt es (5pk) choice wire was selected for use; however, the tip of wire also detached in patient's lower leg artery. A microcatheter gooseneck was advance to snare down the anterior tibial artery but could not get it passed the proximal portion of the artery due to the high degree of calcification. In addition, the v-18 wire was distally advance into the anterior tibial artery was able to get the tip of this wire to coil up and was pulled back through the detached choice wire and capture it back to the sheath above the knee popliteal artery. A micro catheter gooseneck snare was used into the sheath and was able to retrieve the distal tip of the choice pt wire. Both devices were retrieved and removed. A significant calcification in the artery may have contributed to the event. No patient complications were reported, and the patient was in stable condition.

Event description:
It was reported via facility medwatch report mw5114593 that guidewire distal tip detachment occurred. The patient was being treated for angiogram in right lower extremity. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during procedure, the tip of an angiogram wire detached in patient's lower leg artery. Another 300 pt es (5pk) choice wire was selected for use; however, the tip of wire also detached in patient's lower leg artery. A microcatheter gooseneck was advance to snare down the anterior tibial artery but could not get it passed the proximal portion of the artery due to the high degree of calcification. In addition, the v-18 wire was distally advance into the anterior tibial artery was able to get the tip of this wire to coil up and was pulled back through the detached choice wire and capture it back to the sheath above the knee popliteal artery. A micro catheter gooseneck snare was used into the sheath and was able to retrieve the distal tip of the choice pt wire. Both devices were retrieved and removed. A significant calcification in the artery may have contributed to the event. No patient complications were reported, and the patient was in stable condition. It was further reported that a 014 choice pt wire was advanced down the non-bsc catheter into the anterior tibial artery (ata). A non-bsc catheter was removed and another 014 non-bsc catheter was advanced over the choice pt wire. Afterwards, an attempt was made to cross the occluded segment of distal ata using the 014 choice pt wire which causes the distal tip of the wire broke off. Furthermore, while trying to remove and retrieved the device, the distal tip of the v-18 wire dislodged and migrated into the tibioperoneal trunk. A microcloverleaf snare was used to successfully retrieve the device. A scanned was performed on the patient under fluoroscopy and confirmed that there was no residual wire tip left behind.